Manufacturer narrative:
(B)(4); batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused, or contributed to the event. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a video laparoscopic lowering procedure, the pse45a stapler presents jaw locking when activated, making it impossible to fully open, activate, and staple. Exchange of the stapler pse45a for a ec45a, and also exchange of 1 unit of ecr45b as requested by the surgeon took place and the procedure was started, and finished without complications. There was no patient consequence.